Event description:
According to the reporter, during a laparoscopic colectomy procedure, a transparent foreign body fragment was found in the abdominal cavity after the fire. There was no patient injury. Medtronic's initial evaluation of the returned product found that the user fired the device in tissue thicker than indicated in the IFU.

Manufacturer narrative:
D10 concomitant medical product: sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one image of a circular plastic container. A small clear piece of plastic could be seen. Several dark specks were visible. The listed reload and the reload packaging was not visible. The returned reload was fully fired and the interlock was engaged. The jaw of the reload was open. The two clear pads were the nylon anti-friction pads and were about three by two millimeters (3x2 mm) in size. One of the nylon pads was found to be missing at the back of ibeam. The jaws were bent to one side. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that there was a transparent foreign body fragment was found in the abdominal cavity after firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.